Event description:
It was reported the patient tried to have a stimulation device implanted in 2009 but they couldn¿t get the wires to where they wanted to get them so they had to abort the surgery and implanted a pump.

Event description:
Additional information received reported that the patient was ¿lost¿ to follow-up since 2012.

Event description:
It was further stated that the procedure was aborted as the area was not big enough for a lead and the lead couldn&#38176;be placed. Medical records noted that the trial was unsuccessful.

Manufacturer narrative:
(B)(4).